Manufacturer narrative:
G4: 17may2020. B4: 19may2020. The service technician as a precaution replaced the blower. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14may2020.

Event description:
It was reported that the ventilator had a 'blower stalled' alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The manufacturer¿s international service technician inspected the device and could not duplicate the reported issue. The service technician found an error code in the ventilator diagnostic logs indicating the blower stalled. The blower will be replaced.

Manufacturer narrative:
G4: 06oct2020; b4: 07oct2020. A blower motor was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.